Manufacturer narrative:
The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
It was reported that the device turns on and off by itself. No patient injury reported.

Manufacturer narrative:
The customer reported problem was confirmed. A review of the device history record for sn (B)(6) was performed from date of manufacture 04/25/2020 to present date 01/04/2021, and confirmed that this device was not previously returned for servicing. Also, there were no production failures indicated on the source device.

Event description:
It was reported that the device turns on and off by itself. No patient injury reported.

Event description:
Turns on and off by itself- (B)(6) 2020 10:21:09 (B)(6) war - po = (B)(6) . (B)(6) . Shipping & billing addresses confirmed. Npi.

Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted no power to keypad - replaced keypad. A review of the device history record for sn (B)(6) was performed from date of manufacture 04/25/2020 to present date 01/04/2021, and confirmed that this device was not previously returned for servicing. Also, there were no production failures indicated on the source device. Based on the findings, service determined that the proximate cause of the reported issue was due to electrical failure of the assembly front case w/keypad - unresponsive key. The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer. There are CAPA #'s noted for the following parts replaced that have an already existing CAPA. CAPA #1120033 for unresponsive key.